Manufacturer narrative:
Tracking # (B)(4). Date sent: 10/07/2004. Info not provided during initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that the black footpedal cable had a break in it. This was found during a case and the case was completed with another footswitch.